Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a cartridge change and rewind, the ilet displayed alert 38 indicating a motor stall, prompted a restart, and then presented the alert again; the user was instructed to restart, then to replace the pump and use back-up therapy. Symptoms included hyperglycemia to 319 mg/dl for approximately 2.5 hours without ketone testing or medical intervention. Outcomes included temporary interruption of pump therapy and use of subcutaneous insulin via pen as back-up. Investigation included review of device history on the pump, confirmation of the alert 38 occurrence, guidance on restart steps, and arrangements for replacement with instructions to shut down the device and resume therapy on the new pump. Investigation of this case revealed a consecutive stalled motor alert consistent with a pump motor malfunction affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical motor stall of the pump consistent with device malfunction.